Manufacturer narrative:
Product analysis confirmed a device malfunction as the probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of fold wear and avulsion. There was a leak in the reservoir kink resistant tubing (krt) due to tool damage consistent with explant damage. There was a leak in the kink resistant tubing (krt) for both pump-cylinder tubes at the krt-pump strain relief junction that was the result of fatigue. The pump was not functionally tested due to the cylinder leaks. The product analysis confirmed the allegations of fluid loss and device malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The patient underwent a surgery in which the previous ipp was removed due to unknown reason and replaced with a new ipp system. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The physician believes that the malfunction in the device is a possible crack in tubing coming from the pump.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The patient underwent a surgery in which the previous ipp was removed due to unknown reason and replaced with a new ipp system. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The physician believes that the malfunction in the device is a possible crack in tubing coming from the pump.